Event description:
It was reported that during use with bd vacutainer® ppt¿ plasma preparation tube air bubbles were discovered in gel and there was poor barrier separation. This occurred once with lot# 2227085 and 4 with lot# 2132046. There was no report of patient information. The following information was provided by the initial reporter, translated from french to english: description: discovery between (B)(6) of around ten tubes with one or more air bubbles in the gel. These were blue-capped edta tubes intended for the biobank. The defect is most often detected during the filling of the tube. Some tubes are available for expertise.

Manufacturer narrative:
The following field has been updated with additional information: b.5. Describe event or problem: it was reported that during use with bd vacutainer® ppt¿ plasma preparation tube air bubbles were discovered in gel and there was poor barrier separation. This occurred once with lot# 2227085 and 4 with lot# 2132046. There was no report of patient information. The following information was provided by the initial reporter, translated from french to english: description: discovery between (B)(6) of around ten tubes with one or more air bubbles in the gel. These were blue-capped edta tubes intended for the biobank. The defect is most often detected during the filling of the tube. Some tubes are available for expertise.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 6 photos were provided for investigation. The photos were reviewed and the indicated failure mode for gel air bubbles and poor barrier separation was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for gel air bubbles was observed, however poor barrier separation was not observed. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate the customer¿s indicated failure mode, poor barrier formation, because the defect was not evident in the testing of the complaint lot samples. Visual observations for poor barrier formation of both retain and control samples tested demonstrated clinically acceptable performance. Bd was able to duplicate the customer¿s indicated failure mode (gel air bubbles) because the defect was evident in the testing of the complaint lot samples. Replicates of retention samples of lots 2227085 and 2132046 showed a significant degree of the defect. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode poor barrier separation and gel air bubbles. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that during use with bd vacutainer® ppt¿ plasma preparation tube air bubbles were discovered in gel and there was poor barrier separation. This occurred once with lot# 2227085 and 4 with lot# 2132046. There was no report of patient information. The following information was provided by the initial reporter, translated from french to english: description: discovery between 06/03 and 21/03 of around ten tubes with one or more air bubbles in the gel. These were blue-capped edta tubes intended for the biobank. The defect is most often detected during the filling of the tube. Some tubes are available for expertise.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 2227085. D.4. Medical device expiration date: 31-aug-2023. H.4. Device manufacture date: 15-aug-2022. D.4. Medical device lot #: 2132046. D.4. Medical device expiration date: 31-may-2023. H.4. Device manufacture date: 12-may-2022. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd vacutainer® ppt¿ plasma preparation tube air bubbles were discovered in gel. This occurred once with lot# 2227085 and 4 with lot# 2132046. There was no report of patient information. The following information was provided by the initial reporter, translated from french to english: description: discovery between 06/03 and 21/03 of around ten tubes with one or more air bubbles in the gel. These were blue-capped edta tubes intended for the biobank, ref (B)(4) (batch 2227085). The defect is most often detected during the filling of the tube. Some tubes are available for expertise.